Manufacturer narrative:
The insulin pump was received with no button response due moisture damage on electronic assembly. No vibration anomaly noted during testing. Moisture damage was found on the motor assembly. It also had crack battery tube threads and crack on reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went swimming with the insulin pump on the day before and it was currently vibrating without an alarm or alert. Customer's blood glucose value was 160 mg/dl. She reverted to manual injections. The insulin pump was replaced and returned for analysis.